Event description:
The customer reported that the patient underwent revision surgery on (B)(6) 2015 due to implant failure. The issue was noticed as the patient started limping on the right hip with no precipitating fall or stumble.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The patient was revised for a fractured stem and there was no allegation of failure for the femoral head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient underwent revision surgery on (B)(6) 2015 due to implant failure. The issue was noticed as the patient started limping on the right hip with no precipitating fall or stumble.